Manufacturer narrative:
An event of heart block requiring permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 27mm navitor valve was implanted in a patient with a large flexnav delivery system and large navitor loading system. The final implant depth of the valve was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was later reported on (B)(6) 2023, the patient experienced a 14 second heart block that required a permanent pacemaker implant. It was reported there was a prolonged hospitalization due to this event. The patient status was reported as stable.